Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient met with the representative and when they went home that evening they weren't feeling any stimulation on their right side. The representative met with the patient again for reprogramming and the impedances of contacts 8 and 10-15 were all greater than 10,000 ohms. The patient recently lost 30 pounds and there were no falls/trauma that could be related to this issue. No further complications reported.